Manufacturer narrative:
Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip and cracked lcd window. Unit received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir completely broken off. (B)(4)

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 73 mg/dl at the time of the incident. Customer states the part where you screw in the reservoir looks like a piece has chipped off. Customer noticed when changing reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.